Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the audio was not loud as used to be even volume set at 5. Customer stated that the audio level was set on 5 but it was very low. Customer performed audio test and audio level 1 was the same as level 5. The device will be returned for analysis.